Event description:
During a frey's procedure, the device was not giving adequate hemostasis. Bovie, hemostats, and sutures were used to control bleeding. Another device used to complete the procedure with no pt consequence.